Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Upon evaluation, there was gel leaking from two blisters in the front therapy electrode. The root cause of the gel leak is physical abuse.

Event description:
Submitting MDR as a result of internal audit where ack3 could not be located. During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an irritation that resembled a 'burn' mark that was like 'alligator hide' under the front therapy electrode due to a gel leak. The patient was already using hydrocortisone cream which did not help. Follow up indicated that the area improved greatly with a prescription from his physician.